Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia. The customer blood glucose level was over 600 mg/dl at the time of incident and current blood glucose value was 129 mg/dl. The customer they did not feel okay to troubleshoot. Customer stated infusion set cannula was bent. The device will not be returned for analysis.